Event description:
It was reported that a patient presented via merlin.net transmission with a backup vvi alert. Device download was performed successfully. No patient symptoms reported and the patient was stable.